Manufacturer narrative:
Follow-up #1: date of submission 04/02/2014. Device evaluation: the meter remote has been returned and evaluated by product analysis on 03/14/2014 with the following findings: visual inspection of the meter found no cosmetic damages. Review of meter history did not find error 1 occurrences. On investigation, the meter powered up and paired with a test pump properly. No errors occurred during the investigation. The investigation was unable to duplicate the reported error 1 issue.

Manufacturer narrative:
The meter remote has not been returned to animas. If the meter is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the meter gave error 1 messages at random. Reporter stated that the meter and pump were within range with no identifiable interfering factors other than wifi and cell phones. Reporter was not making any changes to either devices before the error 1 appeared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.